Event description:
Sporadic discrepant low sodium results reported. Four patient examples provided, first three samples repeated on different analyzer (same methodology): patient 1 initial result gave 128 mmol/l; repeat gave 134 mmol/l. Patient 2 initial result gave 125 mmol/l repeat gave 131 mmol/l. Patient 3 initial result gave 129 mmol/l; repeat gave 135 mmol/l. In 2008, patient 4 initial result gave 133 mmol/l; repeat on same analyzer gave 140 mmol/l. Initial results reported, patients not adversely affected. The field service representative determined the cause to be the reference electrode and indirect calibrator and both were replaced. Performance tests were performed.